Event description:
Edwards received information that a jar for a pericardial patch had leaked. The dealer reported that the product had not been opened and was returned for evaluation.

Manufacturer narrative:
A model 4700 pericardial patch and its packaging were returned and evaluated by engineering. As reported, a pericardial patch was found to be leaking before use. As received, the shelf box was soaked with glutaraldehyde solution and the jar had multiple cracks at the bottom end of the jar. One crack extended down one side of the jar. Glutaraldehyde solution was able to leak through the crack on the side of the jar. Approximately 50% of the glutaraldehyde solution remained in the jar; however, in the photos attached by the (B)(6) lab, the jar appeared approximately 80% full. The tagalert had a ¿do not use¿ display; however, in the photos attached by the (B)(6) lab, the tagalert displayed ¿ok¿. The shrink seal remained intact on the jar. Based on the evaluation done by engineering, the root cause of the cracks to the jar cannot be conclusively determined; however, it likely occurred during customer storage. It is likely the jar was dropped on its base from a minimum height of two (2) feet. Drop tests demonstrated dropping a 12 oz. Jar in its shelf box at a height of two (2) feet yielded similar cracks to those observed in the returned jar. Photos show the shelf box to be soaked with glutaraldehyde. The leaking of glutaraldehyde solution appears to be due to the cracks in the jar. Cracks or leaks from the jar due to cracks would likely be noticed during final packaging procedures. It is highly unlikely a leaking jar would pass inspection prior to release from manufacturing. Comparing the photos from the (B)(6) lab to how the device was received at the (B)(6) lab, it appears more glutaraldehyde solution had leaked during transit and also the tagalert had triggered during transit; however, the root cause of the trigger cannot be conclusively determined. The DHR was reviewed and there were no non-conformances that could have contributed to the event. Based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related and it appears to have occurred within storage at the hospital. Application fmea was reviewed and the severity for the jar being damaged/leaking is critical and the occurrence is limited. The instructions for use (IFU) states that pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation.

Manufacturer narrative:
Evaluation summary: customer report of leaking jar was confirmed. Plastic jar had multiple cracks at the bottom end of the jar. One crack extended down one side of the jar. Glutaraldehyde solution was able to leak through the crack on the side of the jar. Approx 50 percent of the glutaraldehyde solution remained in the jar. Shrink seal was intact on patch jar. Tag alert no longer displayed "ok." Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Further investigation is being completed by engineering. A follow up MDR will be submitted at the conclusion of our investigation.